Event description:
Follow up report philips has investigated this complaint. The customer was performing a tavi procedure, when the c-arm stopped moving. The error message ¿motorized movement partly available¿ was shown. A system restart did not solve the issue and the procedure was aborted. The patient was kept in the hospital for one week as the procedure could not be rescheduled earlier due to unavailability of the multidisciplinary staff. A philips engineer inspected the system on site and confirmed that the amc (advanced motion controls) drive failed. When the amc drive fails, no motorized c-arm movements are possible. The philips engineer also identified the fuse in the geo I/o box tripped due to the failure of the amc drive. Analysis of the log files also confirmed the failure of the amc drive. The amc drive and geo I/o box fuse were replaced and the system was returned to use in good working order.

Event description:
It was reported to philips that the allura xper system stopped working during a procedure. The procedure was aborted and the patient had to stay in the hospital for one week. No harm to the patient or user was reported. Philips has started an investigation of this complaint.